Event description:
A us distributor contacted zoll to report that a patient developed an open rash under the lifevest equipment. Patient described the area as red, broken, and very irritated. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse removed the lifevest for the skin irritation.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.